Manufacturer narrative:
One product was received for evaluation. Visual inspection revealed the product was used, not in its original packaging, and decontaminated. No visible physical damage was observed. Functional testing found the device to be delivering slightly high to the manufacturing specifications. The expulsor was trimmed; the air bubbled downstream occlusion sensor seal and scratched lcd lens were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. Email address: (B)(6).

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device "failed accuracy test". No patient injury/involvement reported.